Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, with additional information from the initial consumer, concerned an asian female patient of an unspecified age. Medical history was reported as none. Concomitant medications included many unspecified medications for unknown indications. The patient received human insulin (rdna origin) (humulin) from a cartridge via a reusable pen (humapen ergo ii) 16 units in the morning and 12 units in the evening, subcutaneously for the treatment of diabetes. Start date was not provided. Since on an unspecified date, she could not walk and talk and she was on bed; for which she had not received a final diagnosis. These events were considered serious due to medical significance and she had not recovered from the events. As of (B)(6) 2016, she had been hospitalized for two years due to high and low blood sugars and senile dementia. Also, on unspecified dates, she experienced a lumbar vertebra facture and her kidney was bad. In addition, on an unspecified date in 2016, humapen ergo ii injection button was hard to press down (pc: (B)(4)/lot number: 0708d05). Information regarding corrective treatments, outcome of the remaining events, hospitalization date and human insulin status was not provided. The operator of the humapen ergo ii and its training status were not provided. The general humapen ergo ii duration of use and the suspect humapen ergo ii duration of use were not provided. The humapen ergo ii was returned on 19feb2016. The reporting consumer did not provide an opinion of relatedness between the events of lumbar vertebra fracture, renal disorder, senile dementia and human insulin; and did not know whether the remaining events were related to human insulin or not and did not provide an opinion of relatedness between the humapen ergo ii and the reported events. Edit 29-feb-2016: product complaint (pc) number was received on 24-feb-2016. Upon review of the product complaint database (from information received on 19-feb-2016), suspect device was updated to humapen ergo ii. Pc was processed and narrative was updated accordingly. Update 09-mar-2016: additional information was received from the initial reporter on 29-feb-2016. Added: serious event of senile dementia and non-serious events of lumbar vertebra fracture and renal disorder. Blood glucose increased and blood glucose decreased events were updated to serious; listedness for these events and narrative were updated accordingly. 11-mar-2016: upon review, this case was opened to update the medwatch and (B)(6) required device reporting elements for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was hard to press down. She experienced increased and decreased blood glucose levels. The investigation of the returned device (batch 0708d05, manufactured august 2007) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (2007), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient likely used the device beyond its approved use life, however, the extended use is not relevant to this case as the device met dose accuracy and glide (injection) force specifications.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, with additional information from the initial consumer, concerned an asian female patient of an unspecified age. Medical history was reported as none. Concomitant medications included many unspecified medications for unknown indications. The patient received human insulin (rdna origin) (humulin) from a cartridge via a reusable pen (humapen ergo ii) 16 units in the morning and 12 units in the evening, subcutaneously for the treatment of diabetes. Start date was not provided. Since on an unspecified date, she could not walk and talk and she was on bed; for which she had not received a final diagnosis. These events were considered serious due to medical significance and she had not recovered from the events. As of (B)(6) 2016, she had been hospitalized for two years due to high and low blood sugars and senile dementia. Also, on unspecified dates, she experienced a lumbar vertebra fracture and her kidney was bad. In addition, on an unspecified date in 2016, humapen ergo ii injection button was hard to press down (pc: 3582802/lot number: 0708d05). Information regarding corrective treatments, outcome of the remaining events, hospitalization date and human insulin status was not provided. The operator of the humapen ergo ii and its training status were not provided. The general humapen ergo ii duration of use and the suspect humapen ergo ii duration of use were not provided. The humapen ergo ii was returned on 19feb2016, and no malfunction was found. The reporting consumer did not provide an opinion of relatedness between the events of lumbar vertebra fracture, renal disorder, senile dementia and human insulin; and did not know whether the remaining events were related to human insulin or not and did not provide an opinion of relatedness between the humapen ergo ii and the reported events. Edit 29-feb-2016: product complaint (pc) number was received on 24-feb-2016. Upon review of the product complaint database (from information received on 19-feb-2016), suspect device was updated to humapen ergo ii. Pc was processed and narrative was updated accordingly. Update 09-mar-2016: additional information was received from the initial reporter on 29-feb-2016. Added: serious event of senile dementia and non-serious events of lumbar vertebra fracture and renal disorder. Blood glucose increased and blood glucose decreased events were updated to serious; listedness for these events and narrative were updated accordingly. On 11-mar-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 14-mar-2016: upon review, non-serious event of renal disorder was added to company assessment of relatedness (car). Edit 31-mar-2016: information received from the rcp on 17-feb-2016. Previously processed product complaint reference number was received. No adverse event information was received. Update 14-apr-2016: additional information received on 13-apr-2016 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.